Event description:
It was reported to globus that a pt has suffered a broken transition implant. Revision surgery has not taken place.

Manufacturer narrative:
The device associated with this report was not returned. Therefore, a comprehensive investigation could not be conducted. No part number or lot number were provided. No revision surgery has been scheduled at this time. Should add'l info be received, a supplemental report will be submitted.